Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was noise on the rv channel and loss of capture at 5volts. The patient did not have any symptoms and will have a follow-up appointment. This pacemaker and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was noise on the rv channel and loss of capture at 5volts. The patient did not have any symptoms and will have a follow-up appointment. This pacemaker and rv lead remains in service. No adverse patient effects were reported.